Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented catalog#: 42532007901, lot#: 65980555. Articular surface medial congruent (mc) catalog#: 42512100910, lot#: 65673093. G2: new zealand. H6: suggested component code: mechanical (g04) - femur. Reported event was confirmed by review of x-rays provided. Visual examination of the provided pictures provided identified the units as explanted and no obvious signs of damage. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is large joint effusion. Ossific density along the patellar tendon as well as medial to the patella. Prepatellar edema. Lateral positioning of the patella. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: not returned by hospital.

Event description:
It was reported patient underwent a revision procedure six weeks post implantation due to patella dislocation. Attempts to obtain additional information have been made; however, no more is available.